Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 12/16/2024 to 02/12/2025. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the ss event date of 15-dec-2024 and related svn#'s event dates of 09-oct-2024 and 08-oct-2024. There was no data available to verify stuck button alarm and unexpected pump error(s)/alarm(s) 1 week prior to the ss event date of 15-dec-2024 in the formatted history file. In further full review of the pump history/traces on the customer's event date of 17-dec-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the customer's event date of 17-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus (displacement test) and a 25 units bolus (dat). All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the customer's event date of 17-dec-2024 in the formatted history file. There was no stuck button alarm recorded in the formatted history file on the customer's event date of 17-dec-2024. However, pump error 61 (stuck key alarm) was found on: 02/03/2025 14:57:46.000 02/03/2025 15:07:00.000. All buttons function properly. No pump error 61 (stuck key alarm) noted during testing. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (23.82 mv). The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. The pump passed all the required functional testing except sleep current measurement. Unable to verify customer alleged for high bgs/low bgs. Customer alleged for stuck button alarm and possible over delivery anomaly were not confirmed. However, an intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having stuck button alarm and that the buttons were sticking. Customer said button was not pressed for 3 minutes or longer and pump was not exposed to a change in altitude. Customer also said he was a brittle diabetic. He had a high blood glucose and a low blood glucose and went to the emergency room. High was treated with intravenous fluid (did not mention insulin drip). Specific treatment for low was not mentioned. Troubleshooting was done for the button issue but declined for the high or the low. Pump and smartguard were used at the time of the high and low per carelink. Pump was discontinued and returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm and buttons are sticking. The customer reported a blood glucose value of 225 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with IV insulin drip (intravenous insulin infusion), and emergency medical service/ ambulance/emergency room visit. The event involved product(s) mmt-7040a, mmt-431ag, mmt-1884l, mmt-342. Troubleshooting was performed. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-431ag. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-342.